Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported an error preventing normal operation. There was no report of patient involvement.